Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the aiming arm sleeve for guide wire seems to be bent or twisted. The locking sliding insert does not hold the sleeve; it can fall out of the locking mechanism. There was no patient harm. There was delay of the procedure for a maximum of two minutes. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: signs of hits and strikes are present at the interface to the connector. The returned instruments were checked for conformance to the specifications and for functioning; neither a product nor a function fault could be detected. The present instruments meet all measurable dimensions and were found to be in perfect working order. Further investigation regarding manufacturing and inspection records indicated no problems with the lot numbers in question. In addition these instruments are function checked per 100% before they leave the manufacturing facility. The type of damage incurred indicates that the user hit directly onto the insertion handle instead of using the appropriate connector. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.